Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports a (B)(6) year old patient was having a CT coronary artery scan with contrast. Green cannula inserted in right arm and injector loaded with optiray 350 prefilled 100ml syringe and saline bolus. Patient received 91ml of optiray 350 followed by 42ml of sodium chloride (saline). The radiographer noted on the CT scans the presence of air within the vascular system. No clinical symptoms occurred and the patient recovered.